Manufacturer narrative:
Na

Event description:
The patient received several shocks and external defibrillation. Upon interrogation, the device was in backup vvi mode. The patient was admitted to the hospital. The device remains implanted.